Manufacturer narrative:
A manufacturing evaluation was performed ¿ the rotary pouch assembly, with the detached solution syringe, was returned. The unit appeared to be intact with the exception of the 5cc solution syringe, which was confirmed to have a broken tip. The broken tip of the syringe was not returned. Examination of returned materials: lot c2468, as identified by product labeling, was treated as a biohazard receipt. Only the rotary pouch assembly, with the detached solution syringe, was returned. The product was sealed in the inner pouch, which was labeled with the synthes part and lot number. The product was placed within an unlabeled plastic pouch. No associated packaging, labeling or ifus were returned. The original solution syringe tray and labeling was not returned. The unit was packaged in a manner to protect against shipping damage, and appeared to be intact with the exception of the 5cc solution syringe, which was confirmed to have a broken tip, as reported. The tip was broken before the luer lock connection, and there was no solution visible within the syringe. The broken tip of the syringe was not returned. The patient delivery syringe was still attached and sealed to the rotary pouch. Inside the pouch, unmixed norian powder material was observed, with no indication of liquid contact or mixing. Investigation: the device history records for lot c2468, were reviewed. C2468 was manufactured in october 2014, and expires in july 2016. There were no deviations or non-conformances associated with the manufacture of the lot. The inspection history record (ihr) indicates that the lot met all pre-determined acceptance criteria. This item is supplied to dsm by an external supplier. The ihr and certifications for both lots indicate that parts met all pre-determined acceptance criteria and were present and intact upon packaging at the dsm facility. Summary: the empty solution syringe was confirmed to have a broken tip, and the protective tray and lid were not returned and could not be examined. The absence of mixed norian material within the rotary pouch indicates that no solution was added to the pouch. No conclusions can be made about when or how the syringe tip became broken. Review of all manufacturing and inspection records for lot c2468 indicates no process or inspection deviations or non-conformance related to the failure mode. Review of the dsm complaint log and trending indicate no similar failures for norian drillable products. No conclusive root cause can be assigned for the broken tip of the 5cc solution syringe. DHR review ¿ DHR review for part#07.704.005s lot#dsc2468. Release to warehouse date: november 5, 2014. Supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown when device tip broke. Device with broken tip not utilized in surgery therefore not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an attempt to prepare for insertion of the bone void filler, norian drillable inject, it was discovered upon opening the package that the single use sterile delivery syringe had a broken tip at the connection port. This was discovered by the sales representative preparing the bone filler in the or prior to the attachment to the needle. As the sterile delivery system was broken it was disclosed that there were two (2) backup devices. One of the devices was utilized and able to be successfully prepared and the surgeon completed the procedure successfully. The patient outcome was also successful. There was no delay in the procedure as event was found during the preparation phase of the procedure. The broken connection port tip was discarded, however the rest of the syringe will reportedly be sent back for investigation. This is report 1 of 1 for (B)(4).